Event description:
Caller reported that control-iq system increased basal insulin delivery due to inaccurate cgm values, showing a cgm reading of 16 mmol/l while the actual blood glucose was within the acceptable range. As a result, customer's blood glucose (bg) level lowered to 2.6 mmol/l. Bg was addressed via consumption of carbohydrates. System check with technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.